Event description:
It was reported that during a low anterior resection procedure, the device just cut without stapling the tissue. Procedure completed with another device. There was no adverse pt consequence.